Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation the cause could not be identified because it was confirmed that this product was working properly. The event can be prevented by following the instructions for use which state: 1. Ensure proper power condition at site (proper grounding & no voltage fluctuation). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image displayed when the 190 series scope was connected to the video processor. The customer checked and found that the scope series other than 190 worked fine. The issue was found during routine maintenance. There was no patient involvement.